Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "defect of the breast implant," "accumulation of significant amount of fluid," and "rupture".

Event description:
Patient reported left side "defect of the breast implant," "accumulation of significant amount of fluid," and "rupture." Healthcare professional reported "damage to the shell of the implant of the left breast." Patient additionally reported "fever," "anxiety (generalized)," and "breast cysts"; these events are not device related. Device remains implanted.